Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) defibrillator lead had a rising pace/sense impedence. It was also reported that thephysician was unable to pass the new replacement defibrillator lead through the vessel, so a pacing lead was implanted to replaced the pace/sense portion of the implanted rv lead. The rv lead remains in use. No patient complications have been reported as a resultof this event.